Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the site was in a two-view panel and then it went to 1 view. The orientation of the scan had changed. No known impact to patient outcome. There was a surgical delay of less than one hour. Additional information received indicated that double tapping the screen could reproduce it, but the site indicated they did not touch the screen.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.1.0. H6) multiple annex a codes were applied to capture this event. A23 captures the scan orientation changing and a13 captures the two-view panel changing to one-view. H3, h6) the system was serviced in the field. In summary, no faults were found. The system performed as intended. Codes b01, c19, and d14 are applicable. H3, h6) software data was received. In summary, there was insufficient information provided to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.